Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Not cutting or coagulating. Fs log#: 98946. Leep precision generator lp-20-120 e-complaint-2022-08-0000263.

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/05/2015 under wo#'s (B)(4). Manufacturing record review: DHR's 182215 & 182194 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned via RMA 334565 on 8/9/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit had rf leakage. Root cause: CAPA: 801 was initiated to determine a root cause. Although not finalized, the investigation has determined the design is intact and not faulty. The leep system is designed with a safety feature to cut power in any mode when rf leakage is detected. This is in place to protect the end user and patient from potential shock. In the investigation the failure had been repeated under certain conditions supporting this issue is likely due to unique conditions in the field regarding set up and placement of chords. Corrective actions: the unit was fitted with a new board and further processed, including testing, through a recall repair process not related to this complaint condition. The process is set up to return directly to the customer. All product was placed on hold and later released per an evaluation of the findings on the CAPA investigation to be formally completed november 2022. The investigation portion of the CAPA process will be considered complete but the implementation portion will continue with some actions based on the investigation. No further training required. Was the complaint confirmed? Yes.

Event description:
Not cutting or coagulating. Fs log#: (B)(4). 1216677-2022-00228-1 leep precision generator lp-20-120 e-complaint: (B)(4).